Event description:
Healthcare professional additionally reported a right side rupture observed during surgery. The device was explanted and replaced.

Event description:
Healthcare provide reported a right side capsular contracture baker grade iii/IV. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii/IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as surgical damage. ¿ capsular contracture unable to observe as it is not related to the device. No other observations observed, no further actions are required.

Event description:
Healthcare provide reported a right side capsular contracture baker grade iii/IV. Healthcare professional additionally reported a right side rupture observed during surgery. The device was explanted and replaced.